Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that switches do not work intermittently due to defective front panel switches or defective internal board. The cause of the faulty front panel switches or internal board could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The biomedical engineer at the user facility reported that during maintenance of the visera elite video system center after the power was turned on, the front panel buttons were not functional, and the white balance could not be performed. After about 5-10 minutes, the buttons were functional again. There was no report of patient involvement.

Manufacturer narrative:
The subject device was returned to an olympus service center for evaluation. During inspection and testing, service found the front panel switches were working intermittently due to a defective front panel. The scope switches were not working due to a defective circuit board. Additionally, corrosion was observed on the flat cable, and the white balance was not working due to a defective front panel. The investigation is ongoing; therefore, a root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.